Event description:
The pump was returned for investigation. Investigation revealed a worn/thinning keypad. The keypad buttons were found to be unresponsive. The keypad button cover was removed; contamination was found under the up/down arrow key contacts. The text on the display screen was found to be dim, faded and pink. The battery compartment was also found to be cracked from the top of the battery compartment to the top of the bumper. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 02/19/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: the battery cap was not returned. Therefore, a test battery cap was used for investigation. Investigation revealed a worn/thinning keypad. The keypad buttons were found to be unresponsive. The keypad button cover was removed; contamination was found under the up/down arrow key contacts. The text on the display screen was found to be dim, faded and pink. The battery compartment was also found to be cracked from the top of the battery compartment to the top of the bumper. (B)(6).